Event description:
Reported incident - due to the patient complaining of possible infection symptoms, scheduled as an incision and drainage (I&d) . Upon opening up patient's knee, the surgeon noticed a lot of metallosis in the joint and then noticed the deterioration of the implant (scratches/indents/scuffs on femur). Implants were also loose and therefore taken out of patient.

Manufacturer narrative:
The reason for this revision surgery was due to possible infection symptoms. The previous surgery and the revision detailed in this investigation occurred 4.8 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR), shows that the bone cement used in the previous surgery met the manufacturing requirements when released. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to an infection. The records needed to verify an acceptable sterilization process, have not been forwarded by zimmer-biomet. Should zimmer-biomet provide the needed records at a later time, this investigation will be updated. Customer complaint history of the reported item showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to possible infection symptoms. There were no findings during this investigation that indicate that the bone cement was the source of the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.